Event description:
The manufacturer became aware of an allegation of an elegance nebulizer that was not turning on. There was no patient harm or injury, no allegations of thermal damage, no voids or exposed wires were reported. The manufacturer received the device for investigation and confirmed the allegation of device not turning on. There was no power due to damage to the ac power cord. Wires were out of the strain relief, the ac power cord had exposed copper conductors. There was physical damage to the con-rod, which was detached from the compressor. There was no evidence of thermal damage or voids to the enclosures. This report will be submitted as an initial final. There was no patient harm or injury. The manufacturer concludes no further action is needed at this time.